Event description:
It was reported that the customer experienced multiple intermittent ¿issues¿ with the control iq software that resulted in low blood glucose (bg) levels (specific bg value was not provided). The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.